Manufacturer narrative:
This report is submitted on july 19, 2022.

Event description:
Per the clinic, the patient experienced soreness and scab at the processor site (date not reported). Subsequently, the patient was treated with topical steroid (date and duration not reported).